Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they completed the aligners and having worsened periodontal issues while wearing the aligners and after completing the aligners. This is a contraindicated patient for periodontal disease and bonded retainer.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.